Manufacturer narrative:
H.6. Investigation summary: bd received one hundred and fifty-six (156) samples for investigation. Ten (10) samples were randomly selected and evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-08-08.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports that the tubes are popping off and its becoming unsecure on lab tubes after use. The following information was provided by the initial reporter. The customer stated: customer states the tops of this tubes are popping off or becoming unsecure on lab tubes after use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports that the tubes are popping off and its becoming unsecure on lab tubes after use. The following information was provided by the initial reporter. The customer stated: customer states the tops of this tubes are popping off or becoming unsecure on lab tubes after use.